Event description:
Acct. Reports "luer lock became disconnected. The three piece y-connector was hung on pt at eight o'clock in 2001. At 8:45 pt's family member noticed blood on pt's pajamas. The line had just broke clean off at the luer lock point. The pt was in bed and setting for sleep so the line wasn't pulled or anything." No pt injury reported.